Manufacturer narrative:
Method: device valuation anticipated, but not yet begun. Conclusion: device valuation anticipated, but not yet begun. Additional manufacturer narrative: the device was handed to our sales rep by the hospital pathology lab during a site visit. No initial information was provided only that the pathology lab had been holding the device for return. The pathology report was included in the packaging with the valve but was inaccessible. The device was received on 01/17/2011 by our facility and was unpacked for decontamination. It was, at that time, when we learned the patient details, approximate length of implant and reason for explant. The device is currently in process for evaluation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Investigation is on-going.

Manufacturer narrative:
Corrected data: the following statements from the initial report should read as follows: method: (B)(4) device evaluation anticipated, but not yet begun. Conclusion: (B)(4) device evaluation anticipated, but not yet begun.

Event description:
Reportedly, the device was explanted after an implant duration of approximately (B)(6) due to mitral stenosis. The pathology report diagnosis states: prosthetic mitral valve with fibrosis and minimal chronic inflammation. Gross examination includes: the leaflets of the valve appeared to move freely. The leaflets as well as the ring of the valve were partially covered with a gray-tan fibrotic tissue. Per the operative report provided on (B)(6) 2011: the previously placed valve was calcified and was explanted by removing previously placed sutures and some pledgets. The area was debrided and cleaned.

Manufacturer narrative:
Evaluation summary: as received, the valve exhibits moderate calcification in the cusp area of leaflet 1 and minimal in the cusp area of leaflet 2. At the free margins, calcification is moderate to heavy at leaflet 1 and leaflet 3. Calcification restricted mobility in the leaflets and led to stenosis. Moderate to heavy host tissue overgrowth encroached onto the tissue outflow and into the orifice at the greatest point by approximately 7-8 mm. Host tissue overgrowth fused the leaflets at the outflow aspect which contributed to stenosis. It fused leaflet 1 and 3 at commissure 1 by 4-5 mm, and leaflets 2 and 3 at commissure 3 by 4-5 mm as well. The x-ray demonstrates calcification. The valve was examined visually and with a light microscope. Method: x-ray. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.

Event description:
Reportedly, the device was explanted after approximately 7 years due to stenosis.